Event description:
During a generator replacement due to normal expected battery depletion, the patient presented with high impedance once the new generator was connected to the lead. Pre-op diagnostics could not be performed to determine the impedance, since the patient's generator had reached end of service. Troubleshooting was performed in the or with the new generator but the impedance was still high. The patient was closed without receiving a lead revision. The explanted generator was discarded. No known surgical intervention has occurred with the suspect product (lead) to date. No other relevant information has been received to date.